Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak and air flowed back into the side port issues occurred. During insertion of boston ice into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, blood regurgitation occurred from the hemostatic valve and air was confirmed to come and go close to hand. Therefore, the use of the complaint product was discontinued immediately. Timing when complaints occurred was about 30 minutes after starting to use the sheath, at the timing of performing the brockenbrough method (bb) with boston ice. Replaced with a new one and the procedure was continued. Hemostatic valve failure. The hemostatic valve was intact. Additional information was received. There was no physical damage observed on valve/hub. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. Air did not enter the patient¿s body. Blood return was observed, it was a very small amount of blood leakage. The event was assessed as MDR reportable for both hemostatic valve leak and air flowed back into the side port issues.

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak and air flowed back into the side port issues occurred. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the device. However, there was remains of reddish material in the hub area. The returned sample was connected to a syringe with water and no leakage was observed. Then an irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device was returned without detectable damage even though reddish material was found in the hub area . Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 09-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).